Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. Baxter's service facility attempted to obtain add'l info, but no further info was available at this time regarding whether or not there was a report of any pt injury or medical intervention caused by the failure of this device. Info regarding whether or not the device was in use on a pt when this failure occurred was not available, and no add'l contact info was provided.